Event description:
It was reported that the pump battery was fluctuating. Additionally, the pump battery could not be charged. Customer¿s blood glucose level was 138mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.